Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had symptom return in the past two weeks and could not recall the last time they felt stimulation. It was stated the implantable neurostimulator (ins) was turning off by itself. The patient was able to verify that the ins was off because there was not a lightning bolt showing power on the programmer screen. During the call, the patient connected the programmer to the ins and was seeing a screen they had not been seeing before. The battery for the ins was showing ¿blank.¿ it was noted the patient was able to turn the ins on and increase stimulation until they could feel it. It was stated that if the patient turned their programmer off and the reconnected to the ins, it would show the ins as off. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v149177, implanted: (B)(6) 2008, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).